Manufacturer narrative:
Pt identifier:- (B)(6). Event date: - unknown date, (B)(6) of 2012. Explant date: - unknown date, (B)(6) of 2012. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03299 and 0001825034-2017-07233 and 0001825034-2017-07234.

Event description:
It was reported the patient underwent an elbow arthroplasty two-stage revision approximately three (3) months post-operatively due to loosening and infection. A debridement performed during removal left a large bone defect in the elbow joint. The patient was re-implanted with a distal srs prosthesis with ulnar augmentation for the defect. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays and operative notes. X-rays were reviewed by operative surgeon. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed, as part and lot numbers are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an elbow arthroplasty two-stage revision approximately three (3) months post-operatively due to loosening and infection. A debridement performed during removal left a large bone defect in the elbow joint. The patient was re-implanted with a distal srs prosthesis with ulnar augmentation for the defect three (3) years after the first stage. No further information has been provided.